Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found no image due to faulty cable unit. Additionally, the coupler scope mount was loose. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned the olympus hd autoclavable camera head to the service center. Upon inspection and testing, it was observed that there was no image due to a faulty cable unit. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the image not displaying is due to faulty cable. The cause of the cable failure could not be determined. Olympus will continue to monitor field performance for this device.